Event description:
New information notes that at a subsequent follow up, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin at home transmission, nonsustained lead noise episode due to post-paced t-wave oversensing on the near field channel was observed. Mismatch in the near field and the far field channel resulted in non-sustained lead noise trigger. Reprogramming the device was performed.